Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." As alleged the patient was implanted with hernia mesh on two separate occasions to repair different hernias. As alleged the patient subsequently underwent an "additional surgery to repair the hernia defect and remove mesh due to chronic pain." The information provided does not indicate which repair required the additional surgery and removal of the mesh, therefore both complaints will reflect explant of the mesh and hernia. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard flat mesh alleged to have been implanted on (B)(6) 2012 an additional emdr was submitted to document information associated to the bard flat mesh alleged to have been implanted on (B)(6) 2013. Not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery to repair an inguinal hernia. As reported, a bard/davol flat mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent surgery to repair a femoral hernia. As reported, a bard/davol flat mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove mesh due to chronic pain. As reported, thereafter, the patient underwent additional surgeries as a result. It is alleged by the patient's attorney that the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." As alleged the patient was implanted with hernia mesh on two separate occasions to repair different hernias. As alleged the patient subsequently underwent an "additional surgery to repair the hernia defect and remove mesh due to chronic pain." The information provided does not indicate which repair required the additional surgery and removal of the mesh, therefore both complaints will reflect explant of the mesh and hernia. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard flat mesh alleged to have been implanted on (B)(6) 2012 an additional emdr was submitted to document information associated to the bard flat mesh alleged to have been implanted on (B)(6) 2013. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years 4 months post implant of bard flat mesh, patient was diagnosed with abdominal pain, adhesions, scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents bard flat mesh (device #1). An additional supplemental emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery to repair an inguinal hernia. As reported, a bard/davol flat mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent surgery to repair a femoral hernia. As reported, a bard/davol flat mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove mesh due to chronic pain. As reported, thereafter, the patient underwent additional surgeries as a result. It is alleged by the patient's attorney that the patient has been injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per the operative notes, ¿the direct sac was reduced and the repair was done using a flat mesh (device #1) and sutured." (B)(6) 2013 - patient was diagnosed with right femoral hernia thereby underwent open repair with implant of bard flat mesh (device #2). Per operative notes, ¿the scar over the previous right hernia repair was excised. There was a small femoral hernia and the sac that had protruded was unable to reduce and it was repaired with sutures. A round mesh patch which was cut from the bard flat mesh (device #2) was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with chronic right groin pain thereby underwent open repair with explant of meshes (device #1 & #2). Per operative notes, ¿removal of both the meshes became difficult due to scarring. The onlay patches (device #1 & #2) used for previous hernia repairs were dissected. This left us with a direct defect as well as a femoral hernia and this was closed using a synthetic mesh." Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.